Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2017-01-31 UDI #: (B)(4) mfg date: 2016-01-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4) / model #: 1650de / expiration date: 2018-11-30 UDI #: (B)(4) mfg date: 2017-11-28 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2018-08-31 UDI #: (B)(4) mfg date: 2017-08-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4) / model #: 1650de / expiration date: 2017-05-31 UDI #: (B)(4) mfg date: 2017-05-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2018-10-31 UDI #: (B)(4) mfg date: 2017-10-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching and two pump stops. The site further reported that the patient heard a high priority alarm. The devices have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and five batteries were returned for evaluation. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving bat213201, bat218428 and bat584498 and premature power switching events due to momentary disconnections involving all five batteries. Log file analysis also revealed two controller power up and associated motor start events on 07jul2018 at 17:09:38 and 09jul2018 at 00:21:07, indicating losses of power to the controller. The data point logged on the controller's internal logs prior to the first controller power up, logged at 17:07:59 on 07jul2018, revealed that bat584498 was connected to power port 1 with 75% relative state of charge (rsoc) and bat589855 was connected to power port 2 with 23% rsoc. The data point after the controller power up event, logged at 17:10:15, revealed that bat584498 was connected to power port 1 and bat218428 was connected to power port 2. The controller was without power for nine seconds. The data point logged on the controller's internal logs prior to the second controller power up, logged at 00:20:07 on 09jul2018, revealed that bat587308 was connected to power port 1 with 47% rsoc and a power adapter was conn ected to power port 2. The data point after the controller power up event, logged at 00:21:44, revealed that bat587308 was connected to power port 1 and bat213201 was connected to power port 2. The controller was without power for five seconds. Several momentary disconnections were logged leading up to the initial loss of power. No alarms were logged within the analyzed period. However, the controller will sound continuously during a loss of power and when the controller starts up, the light emitting diode (led) indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. This likely explains the reported "high priority alarm." As a result, the reported event was confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation has been opened to evaluate controller losing power and implement corrective actions as required. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: battery, bat213201 d10: yes, return date: 2018-07-24 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery, bat589855 d10: yes, return date: 2018-07-24 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, bat584498 d10: yes, return date: 2018-07-24 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery, bat218428 d10: yes, return date: 2018-07-24 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery, bat587308 d10: yes, return date: 2018-07-24 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that four of the batteries also had a communication error.

Manufacturer narrative:
Corrections: b3, b5, e1, e4, h10. Product event summary: the controller and five batteries (B)(6) were returned for e valuation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a co mmunication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(6) and premature power switching events due to momentary disconnections involving (B)(6). Data log files also revealed multiple instances involving (B)(6) where the batteries' relative state of charge (rsoc) value was between 101-201, which is indicative of communication errors. There is no evidence that the lubrication servicing was performed on the reported devices. Log file analysis also revealed two controller power up and associated motor start events on (B)(6) 2018 at 17:09:38 and (B)(6) 2018 at 00:21:07, indicating losses of power to the controller. The controller was without power for 9 seconds. The controller was without power for 5 seconds. Several momentary disconnections were logged leading up to the initial loss of power. No alarms were logged within the analyzed period; however, the controller will sound continuously during a loss of power and, when the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. This likely explains the reported "high priority alarm." As a result, the reported event was confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6). H3: yes h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. D5 operator of device corrected from healthcare professional to lay user/patient. D11 concomitant product corrected from mcs unknown vad to 1104 vad. E1 initial reporter facility name corrected from (B)(6) to (B)(6) and postal code corrected from (B)(6) to (B)(6) cx. H6 FDA conclusion codes corrected from 12, 4307 to 12, 4307, 4315. H10 this report contains an update to the product event summary to remove reference to the formal investigation associated with the reported failure. The previously reported failure and investigation findings remain unchanged. Additional products: serial # (B)(6) catalog # corrected to 1650de; serial # (B)(6) catalog # corrected to 1650de and FDA conclusion codes corrected from 4307 to 12, 4307; serial # (B)(6) catalog # corrected to 1650de; serial # (B)(6) catalog # corrected to 1650de; serial # (B)(6) catalog # corrected to 1650de and FDA conclusion codes corrected from 4307 to 12, 4307. Product event summary: the controller and five batteries (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a co mmunication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(6) and premature power switching events due to momentary disconnections involving (B)(6). Data log files also revealed multiple instances involving (B)(6) where the batteries' relative state of charge (rsoc) value was between 101-201, which is indicative of communication errors. There is no evidence that the lubrication servicing was performed on the reported devices. Log file analysis also revealed two controller power up and associated motor start events on (B)(6) 2018 at 17:09:38 and (B)(6) 2018 at 00:21:07, indicating losses of power to the controller. The data point logged on the controller's internal logs prior to the first controller power up, logged at 17:07:59 on (B)(6) 2018, revealed that (B)(6) was connected to power port one with 75% rsoc and (B)(6) was connected to power port two with 23% rsoc. The data point after the controller power up event, logged at 17:10:15, revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The controller was without power for nine seconds. The data point logged on the controller's internal logs prior to the second controller power up, logged at 00:20:07 on (B)(6) 2018, revealed that bat587308 was connected to power port one with 47% rsoc and a power adapter was connected to power port two. The data point after the controller power up event, logged at 00:21:44, revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The controller was without power for five seconds. Several momentary disconnections were logged leading up to the initial loss of power. No alarms were logged within the analyzed period; however, the controller will sound continuously during a loss of power and, when the controller starts up, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. This likely explains the reported "high priority alarm." As a result, the reported event was confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation evaluated momentary disconnections. Additional products: d4: catalog #: 1650de / serial #: bat213201 d4: catalog #: 1650de / serial #: (B)(6) h6: FDA conclusion code(s): 12, 4307 d4: catalog #: 1650de / serial #: (B)(6) d4: catalog #: 1650de / serial #: (B)(6) d4: catalog #: 1650de / serial #: (B)(6) h6: FDA conclusion code(s): 12, 4307. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.